Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into the river in a tube while still connected to insulin pump. Customer reported that as a result, there was fluid under display screen, battery compartment was damaged, button error alarm was received and pixels were missing from display screen. Customer's blood glucose was 385 mg/dl. Customer was advised that insulin pump would need to be replaced.